Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed the bezel was cracked. There were visual indications of dried fluid found underneath the pump assembly, and within the cassette compartment. Upon power up, the screen was dim, the functional display test failed. The cause for the dim display was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An internal visual inspection identified evidence of dried fluid beneath pump assembly and within the cassette compartment. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that the screen of a liberty select cycler had a display brightness problem during setup. The cycler was rebooted but screen remained dim. It was reported that display brightness was set to 10 , however another cycler in the room with a brightness of 10 was twice as bright. At that point in time, the technical support representative advised the biomed tech to remove the unit from service and a replacement cycler was issued. It was reported last treatment completed with current cycler was unknown. The cycler was returned to the manufacturer. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board which caused a dim display.